Event description:
It was reported that during a nephrectomy, there was a problem. The device was used on the retroperitoneal approach. The trocars used were 2h12lp, b12lt, and two 5mm diameter reusable trocars which are not ethicon products, and a stryker insufflation device. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: "the insertion position of our trocar is the camera port of the retroperitoneal approach and the surgeon's righthand port. During the operation, the skin was cut properly, there was no problem in the device. Intraoperative measures were taken to reduce blood co2 concentration by controlling insufflation pressure and flow rate. Postoperatively, subcutaneous emphysema is being followed up. Large subcutaneous emphysema occurred in the chest, but patient is stable. Comment from surgeon about the cause of subcutaneous emphysema and its relation to trocars: I have had two consecutive subcutaneous emphysema after switching to xcel, when I had been using a balloon port (olympus) and rarely had any. I wonder if there is something in the structure of the xcel that is causing this". "Please provide more details how ¿postoperatively, subcutaneous emphysema is being followed up¿ was medication prescribed? No it was not prescribed. Was necessary any further hospitalization? No, it was not. Or prolonged hospitalization? If other, please specify: no". "Please provide the patients age, gender, weight, and bmi. No further information will be available. Were there any issues with the trocar placement prior to insufflation? No. Were there any issues with the trocars during the procedure? No,there are no issues. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? The surgeon made the following comments. Until now, he had been using a balloon port (made by olympus) and had almost none, but after using xcel, I had two consecutive subcutaneous emphysema. There may be some cause in the structure of xcel. Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? No further information will be available". Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.